Manufacturer narrative:
Exemption number e2017014. (B)(4). Siemens has assessed the complained event and concluded that the cause of this event was the introduction of ferromagnetic pieces into the mr examination room and therefore a user error. Due to the strong magnetic field, particular safety measures have to be adhered to in order to prevent injuries. Therefore, the magnetom skyra operator manual and the magnetom system owner manual provides clear instructions and warnings regarding both magnetic field hazards and training of personnel with regards to mr safety. However, the responsibility to instruct personnel and patients who have access to the mr examination room about magnetic field hazards lies with the customer. The manuals state that only equipment specified or recommended for use in the controlled area (mr examination room) shall be used. The introduction of magnetizable objects into the magnetic field is contrary to the statements given in the operating instructions. Furthermore, special warning signs are posted at the entrance of the controlled access area (magnet room). (B)(6).

Event description:
It was reported to siemens that an adverse event occurred while operating the magnetom skyra system. During a patient procedure, metal bags were brought into the examination room and were attracted to the magnet. As a result, the patient suffered a leg fracture. The patient required surgery to repair the leg fracture.